Event description:
Event description boston scientific received information that this abdominally implanted implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead were surgically abandoned. There was non-reproducible noise on the rate sense and shocking channels. The shock lead impedance increased from the 50 ohm range to 90 ohms. Pacing impedance has remained stable and normal.